Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va128ce, implanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va0zwvf, implanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare provider (hcp) reported that as of an unknown date the lead is implanted in the appropriate location but the wire has been broken. There were no out of box failures or patient symptoms alleged. Indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
This event is now reportable for serious injury.

Event description:
Follow up information received from the hcp reported that a CT scan revealed a backing out of the left sided lead by about 2cm. It was stated that the cause of the lead break and backing out was determined to be a major fall. As a result an attempt was made to advance the wire but the results were not satisfactory, so the left lead was replaced, resolving the issue.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.